Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was oversensing signals due to coming from the patient's left ventricular assist device. Technical services was contacted and they recommended programming changes. No programming changes have been made as of yet. No patient consequences reported.